Manufacturer narrative:
This event occurred in (B)(6). (B)(4).

Event description:
The customer complained of erroneous results for 1 patient tested for troponin t hs (high sensitive) stat (short turn around time) ¿ troponin t hs stat on a cobas 6000 e 601 module. The initial troponin t hs stat result was 72.96 pg/ml. This result was reported outside of the laboratory where the doctor sent the patient to the emergency department. A new sample was obtained and the result from a different laboratory was 5 pg/ml. The initial sample was then repeated twice with results of 3.40 pg/ml and 3.73 pg/ml. It was noted that the sample quality for the initial sample was questionable as there was gel on the slope and some gel above the fill level of the tube. The original sample tube was sent to the central laboratory for further testing. They centrifuged the serum and found a significant red cell button. The customer believes the erroneous result was due to a pre-analytical issue. There was no allegation that an adverse event occurred. The troponin t hs stat reagent lot number was 245180. The expiration date was not provided. The most likely root cause of the erroneous high result is related to the pre-analytical issue identified by the customer.